Manufacturer narrative:
Faulty nut in lift motor.

Event description:
It was reported by service report that the foot end of gobed drifts down when in up position and the bed is difficult to roll. No pt involvement or adverse consequences are reported.